Event description:
The operator at the account noticed no movement on the x axis of the iom robot and smoke coming from linmot driver board on the aps iom. No injury was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Smoke was observed coming from the storage module of the accelerator aps. No flames were observed, there was no other damage or issues reported. The linmot board, part number 8-202279-02 was identified as the cause, which then caused the resistor to fail and also required replacement. The supplier is still investigating the root cause, but there is evidence that the same components always failed. The failures suggest a defect in the manufacturing of the board. (B)(4). Current labeling advises operators on electrical safety and provides instructions to field service for replacing and verifying the driver board and resistor. A product deficiency was identified.